Event description:
Litigation papers allege the patient was began experiencing significant pain, popping and jerking sensations, constant irritation, and discomfort in the area of his implant. **update** 07/08/2011: plaintiff's preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.